Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) stenting procedure in the common bile duct of (B)(6) old female patient (patient weight is unknown). During the procedure, the guide catheter broke as it was retracted for stent deployment. The guide and push catheters were cut near the hub to access the broken guide catheter. The broken guide catheter with the attached stent was advanced to the target site via rat tooth. The stent was placed at the target site and the guide catheter was removed from the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the suture hole on the push catheter was torn. The suture was detached/separated and was not returned for evaluation. The push catheter was kinked at multiple locations throughout its working length and also appeared cut (broken) by the customer near the middle. The guide catheter was stretched and broken close to the proximal end near the distal tip. The distal working length of the guide catheter was had multiple kinks/bends (suture impressions). The proximal broken piece of the guide catheter with the hub and stent were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) stenting procedure in the common bile duct of a (B)(6) female patient (patient weight is unknown). During the procedure, the guide catheter broke as it was retracted for stent deployment. The guide and push catheters were cut near the hub to access the broken guide catheter. The broken guide catheter with the attached stent was advanced to the target site via rat tooth. The stent was placed at the target site and the guide catheter was removed from the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be fine after the procedure.